Manufacturer narrative:
(Pneumonia). Death is listed in the xience v IFU as a known adverse event associated with coronary stenting and not necessarily an indication of a product quality deficiency. Pneumonia is not a pt effect generally associated with coronary stenting, but is a symptom that could be associated with many other things besides the xience v stents, such as the overall health and condition of the pt. It is possible the death may have been a secondary effect of the congestive heart failure and pneumonia, which required hospitalization. The other (2) xience v are being reported under the same mfg#.

Event description:
Reporting status: death. Reporting rationale: chf; subsequent death. Device issue: no device malfunction has been reported. It was reported via a trial that in 2008, the pt underwent stenting of the pre-dilated proximal cx with two xience v stents and the pre-dilated restenosed proximal lad with one xience v stent. The pt was admitted to the hospital at an unk time for exacerbation of congestive heart failure; however, the extent of the pt's symptoms is not known. The pt developed pneumonia. There were reported attempts to stabilize the pt, but the pt's health declined and the pt expired in 2009, the cause of death was not reported. The pt had a complex cardiac and medical history. No additional info is available.